Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the needle on the sensor was missing when he was attempting to insert the sensor. Customer's blood glucose was unknown. Customer stated the needle was possibly retracted so he wasn't able to insert the sensor. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Failure analysis was unable to conform the insertion needle complaint on one opened and used enlite sensor due to the insertion needle was not returned.